Manufacturer narrative:
The customer¿s report that the spike broke off was confirmed upon visual inspection. Visual inspection observed that the spike of the drip chamber was broken off near the collar base of the drip chamber. The break on the spike (drip chamber side) was smooth and slightly jagged at the break site. The broken spike piece was not returned for evaluation. Closer inspection of the break site under a lab microscope did not see any evidence of tool marks or scratch marks. No other anomalies were observed. The set was visually inspected for obvious damage such as incomplete bonding engagements, cracks, kinks, holes, and tears in the tubing and its components. Functional testing was not performed due to the drip chamber spike break. Device history record could not be performed on model 2426-0007 because the lot # for the suspect set was not provided. The breakage was caused by an external impulse/impact force. The root cause of the external impulse/impact force was not identified.

Event description:
It was reported that the spike broke off inside the IV bag. There was no patient involvement.